Manufacturer narrative:
Investigation findings: this bur guard was received for eval and during testing, it met temperature specifications. Further investigation found worn bearings from use. It was noted that this bur guard was last serviced in 2005 and is overdue for preventative maintenance. The info for use (IFU) shipped with the device informs the user of the following: 1. Recommended service interval of every 6 months. 2. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. 3. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. The customer will be contacted with add'l info on care of this product.

Event description:
It was reported that during use of this bur guard, it got hot and the drill in use made a funny noise. Another device was used to complete the surgery as intended without injury or surgical delay.